Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients. The opt944 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard that is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge on the product. Results: visual inspection of the provided photograph revealed that the tubing was pulled apart. The healthcare facility reported that this issue likely occurred due to subjecting the cannula to tension. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, the damage observed was most likely caused by pulling at the tube. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannula would have met the specification at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula include the following warnings: "do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A health authority in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a covid-19 patient desaturated within the 80% spo2 range whilst using an opt944 optiflow + adult nasal cannula. The cannula was replaced and fio2 was increased. The patient recovered to 100% spo2 immediately after. It was further reported that the tubing of the complaint opt944 optiflow + adult nasal cannula was found to be pulled apart. The healthcare facility reported that this issue likely occurred due to subjecting the cannula to tension. There were no further patient consequences.